Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a seroma that was "the size and color of an eggplant." It was stated that the seroma was purple in color, nine inches wide and six inches in height. The pt was hospitalized on 08/19/2010, with vomiting and a fever. The pt was diagnosed with a bacterial infection. The pt also experienced withdrawal due to the pt's pump not being filled with medication during the pump's implantation. No oral medication was given to the pt following the surgery to assist with pain mgmt. No info was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details or pt outcome were provided. Add'l info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.